Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During preparation, the bands were not deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Block h10: investigation results: one speedband superview super 7 was returned for analysis (handle assembly and ligator head). The returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the ligator head was returned with six bands attached; however, three of the bands were moved from their original positions and had overlapped. The slack was not correctly taken up and the trip wire was not secured in the handle slot. The suture thread was in good condiiton with the seven knots. Further examination was performed, and it was noted that the ligator head teeth were damaged (bent). A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problems with the device were noted. The reported event was confirmed. Device analysis revealed that the ligator head was returned with six bands attached and three of them were moved from their original positions and had overlapped, indicating a deployment problem and could be related to the ligator head teeth being damaged/bent. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU). A visual evaluation identified that the trip wire was not secured in the handle slot. This can cause the trip wire to slip through the handle assembly and affect the bands deployment activity. Taking all available information into consideration, the most probable root cause is failure to follow instructions, since it was determined that the problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During preparation, the bands were not deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on january 18, 2022: it was reported that there was no difficulty experienced upon setting up the device.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2021. During preparation, the bands were not deployed. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. It was reported that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable event of bands unable to deploy. Block h10: the device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.